Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided data has been analyzed. The available values of the rv lead did not show any peculiarities. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 28 months after the implantation oversensing was noted on this lead. No adverse patient side effects were reported. No explant date was provided and no mention of any sort of surgical procedure.